Event description:
Reprise IV study. It was reported that complete heart block and bradycardia occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and another antiplatelet medication at the time of index procedure. The subject received loading doses of 243 mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the aortic valve was treated with balloon valvuloplasty (bav) with subsequent deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure summary: post the transcatheter aortic valve intervention (tavi) procedure, the subject was noted with right common femoral artery dissection. There was no diagnostic or corrective action taken for the event. The event was considered recovered/ resolved. Post the transcatheter aortic valve intervention (tavi) procedure, the subject experienced irreversible symptomatic bradycardia and developed to complete heart block. On the same day, electrocardiogram (ECG) revealed normal sinus rhythm. Electrophysiology study was performed, and a permanent pacemaker was recommended. One day post index procedure, a new permanent dual chamber pacemaker was successfully implanted. Post procedure ECG revealed paced rhythm. At the time of reporting, the event was considered recovering/resolving. The subject was discharged on aspirin and clopidogrel. It was further reported that the dissection occurred due to the introducer sheath. On the same day, post valve deployment subject developed progressive respiratory distress and was found to be hypoxic. Chest-x ray revealed significant airspace and interstitial opacities in right upper lobe predominantly pulmonary edema concerning for aspiration. Subject was placed on bipap which subsequently had a gradual improvement in hypoxic condition. Post pacemaker implant procedure, tte performed revealed lvef of 73% and concentric left ventricular hypertrophy. Post procedure electrocardiogram (ECG) revealed paced rhythm and gradually, subject was weaned off from bipap to optiflow and eventually nasal cannula.on the same day, subject complained of right arm pain, weakness, bruising, mild swelling was noted over the right arterial line and lower extremity weakness. However, swelling was gradually improved with elevation and ice. Computed tomography (CT) head revealed negative for stroke and subject condition was improved and was transferred to telemetry unit in stable condition. Subject discharged to rehabilitation skill facility with the advice of physical therapy and with discharge medication of aspirin and clopidogrel.

Event description:
(B)(6) study. It was reported that complete heart block and vessel dissection occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and another antiplatelet medication at the time of index procedure. The subject received loading doses of 243 mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the aortic valve was treated with balloon valvuloplasty (bav) with subsequent deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure summary: post the transcatheter aortic valve intervention (tavi) procedure, the subject was noted with right common femoral artery dissection. There was no diagnostic or corrective action taken for the event. The event was considered recovered/ resolved. Post the transcatheter aortic valve intervention (tavi) procedure, the subject experienced irreversible symptomatic bradycardia and developed to complete heart block. On the same day, electrocardiogram (ECG) revealed normal sinus rhythm. Electrophysiology study was performed, and a permanent pacemaker was recommended. One day post index procedure, a new permanent dual chamber pacemaker was successfully implanted. Post procedure ECG revealed paced rhythm. At the time of reporting, the event was considered recovering/resolving. The subject was discharged on aspirin and clopidogrel.